Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.

Event description:
In 2009, during plif surgery on a male patient, the surgeon struck the bone tap and the bone tap shaft broke. One piece of the broken tap fell into the patient's wound. The surgeon retrieved the piece with no further complication and continued the surgery as indicated. There was a surgical delay of approximately ten minutes, however, the sales representative noted that the delay was not strictly related to the bone tap break.